Manufacturer narrative:
H3, h6: the navio drill, part number 101209, used in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with a mechanical component failure inside of the drill, thereby causing the device to overheat and produce a louder than usual noise. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio procedure, the anspach drill was excessively loud and overheating. There were no delays and no other complications were reported.